Manufacturer narrative:
Correction: g3 - reportable awareness date of the previous report should have been 11 apr 2025 rather than 13 apr 2025.

Event description:
It was reported that the patient presented in clinic due to complaints of feeling unwell. It was discovered that the patient's atrial and right ventricular leadless pacemakers had unexpectedly gone into back-up operation. The devices were restored to nominal settings. The patient was stable.

Manufacturer narrative:
The reported complaint of evvi mode with max output at 70bpm was confirmed. Analysis of the information provided determined that during interrogation, a telemetry issue occurred, which caused parameters to be read incorrectly by the merlin programmer. This error resulted in the programmer putting the device into reset settings. No device anomalies were detected.